Event description:
It was reported that the patient presented for a generator exchange procedure. Prior to the procedure, the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch. No intervention was performed. The patient condition was unknown.